Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the post operative device check it was the noted that the right atrial (ra) lead was sensing the right ventricle and there was no atrial capture at maximum output. Chest x-ray confirmed the ra lead had dislodged into the right ventricle. The lead was reprogrammed and the revised. During the revision procedure noise was noted on the rv channel which following trouble shooting, was determined to be related to the implantable pulse generator (ipg). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.